Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022 the patient was readmitted for right heart failure. The patient had a central venous pressure (cvp) of greater than 18 mmhg. The right heart failure was not considered to be device related and was caused by the patient's primary disease. The patient's diuretic was increased. They were discharged on (B)(6) 2022.

Event description:
The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 lvas patient handbook are currently available. Although right heart failure was not considered to be device related, the IFU lists right heart failure as an adverse event that may be associated with the use of hm ii lvas. No further information was provided. The manufacturer is closing the file on this event.